Manufacturer narrative:
This supplemental report is being submitted to provide the correct results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. Corrected fields: d6a - implant date null, d6b - explant date null. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, white residue at air/water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due faulty circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a noisy image. There were no reports of patient harm.